Event description:
It was reported that the device intermittently failed to power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to duplicate the reported intermittent failure to power on. Physio observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The cause of the reported problem could not be determined.